Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased trab result generated on the alinity I processing module for a patient. The sample was repeated, and the results were higher. No information was available regarding the patient¿s gender or pregnancy status. The following data was provided: customer¿s reference range: 0 to 2 iu/l. Initial result = 1.88 iu/l; repeat results = 3.07 and 2.09 iu/l. Repeat results post cleaning = 2.86, 2.67, 2.96, 2.71, and 3.01 iu/l. No impact to patient management was reported.

Manufacturer narrative:
The customer observed tiny crystals on the sample probe while troubleshooting the issue. The sample probe was cleaned, and a carryover test was performed afterwards with acceptable results. The dirty/contaminated sample probe was determined to be the likely cause of the falsely decreased trab result. A review of instrument service history for (B)(6) revealed no additional tickets associated with discrepant or erratic patient results. A review for similar complaints did not identify an increase in complaint activity related to the current issue. Additionally, a review of complaint and trending data associated with the sample probe did not identify an increase in complaint activity. The device history record was reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency for the alinity I processing module, serial number (B)(6), or the sample probe was identified.

Event description:
The customer observed falsely decreased trab result generated on the alinity I processing module for a patient. The sample was repeated, and the results were higher. No information was available regarding the patient¿s gender or pregnancy status. The following data was provided: customer¿s reference range: 0 to 2 iu/l. Initial result = 1.88 iu/l; repeat results = 3.07 and 2.09 iu/l. Repeat results post cleaning = 2.86, 2.67, 2.96, 2.71, and 3.01 iu/l. No impact to patient management was reported.